Event description:
It has been reported to philips that the system gave an error of ¿motorized motion not available¿. The system was in clinical use at the time of the reported event. The customer reported that they had to reset the geometry to clear the error. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Per information collected, the procedure was completed after restarting the geometry. The remote service engineer (rse) was informed that the system experienced frequent geometry movements issue. It was reported that a "motorized movement" error message was displayed, that halted arm movements. The philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, fse identified motor assembly errors related to the beam's longitudinal movement and the rz2 rotation movement. The cause of the issue was due oil residue from the longitudinal bearings, which impacted the motor drive wheel. To address the beam longitudinal movement problem, the fse cleaned the rails, adjusted the transverse and longitudinal bearings, verified the rail levelness, and inspected and cleaned the cable duct. Additionally, the connector on the amc drive 1spc was examined, and motor current calibration was performed to rectify the rz2 rotation movement. After which, the system was returned to use in good working order. The instructions for use for the allura device recommend using a system restart if there is a system failure. The IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.